Event description:
It was reported that the week after the implantable cardioverter defibrillator (ICD) system implant, the patient received an epicardial ablation. After the ablation was completed, the implantable cardioverter defibrillator (ICD) was reviewed for any potential changes in the system performance. It was noted that the rv lead pacing impedance was showing stable measurements of 280 ohms, which are low out of range for this lead. The pacing threshold was also noted to have increased. Subsequently, the physician decided to explant the rv lead and replace it with a new one. In addition, during the rv lead revision, this right atrial (ra) lead dislodged from its position. Therefore, the physician decided to also replace the ra lead. The new leads measurements are showing adequate values. No additional adverse patient effects. The ra lead is not expected to be returned for analysis as it was discarded by the explanting facility.